Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol bard flat mesh (device #1) used to treat the patient. The patient's attorney alleges additional surgeries for recurrence and removal of eroded device. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard/davol bard flat mesh (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol bard flat mesh device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint: (B)(6) 2016: the patient underwent surgery for repair of a right inguinal hernia. A marlex (device #1) was implanted to repair the hernia defect. The patient has had to undergo various revision surgeries and medical procedures including, but not limited to various surgical procedures in an attempt to remove the eroded mesh. On (B)(6) 2017: the patient underwent an additional surgery to repair the recurrent right inguinal hernia defect and remove the previous marlex mesh (flat mesh #1) (device #1) and replace it with a new marlex mesh (flat mesh #2). On (B)(6) 2017: the patient first became aware that the mesh that was originally implanted may have been defected. The patient suffered and will continue to suffer physical pain and mental anguish. The patient's pain, disability, hospitalizations and additional surgeries were caused solely as a result of negligence. The patient has suffered and will continue to suffer from chronic debilitating pain, as well as significant psychological stress and depression.